Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The international customer reported the v60 unit alarmed blower temperature high. Unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the manufacturer's international service center. The technician confirmed the occurrence of blower temperature high. Resolution and disposition: blower was replaced.